Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The concomitant products: carto 11404; stockert st-1919, serial number unknown; cool flow pump 03335. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (10/4/2014). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that a patient, female, underwent atrial fibrillation (afib) procedure with a smart touch bidirectional and cardiac tamponade which required pericardialcentesis. After the transeptal and the first ablation hypotension occurred and a pericardial effusion was noted on ultra sound. A pericardialcentesis performed and 350cc was removed. The patient was stable and transferred to ICU. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, female, underwent atrial fibrillation (afib) procedure with a smart touch bidirectional and cardiac tamponade which required pericardiocentesis. After the transeptal and the first ablation hypotension occurred and a pericardial effusion was noted on ultra sound. A pericardiocentesis performed and 350cc was removed. The patient was stable and transferred to ICU. The event required hospitalization. The physician¿s opinion regarding the causality of adverse event was device-related.